Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 401mg/dl and rising while wearing the pod on his arm for between 1 and 4 hours. The mother attempted correction boluses but nothing seem to correct his levels so she removed the pod and gave a manual injection. The patient's insulin had been suspended in the middle of the night, about 3 hours before his old pod was deactivated and this pod started. The mother stated that the cannula appeared a little bent sideways and down when the device was removed. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high blood glucose levels.